Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, the ceramic tip was damaged, could not be identified. Based on the damage pattern described, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope sheath ceramic tip broke. This event occurred during reprocessing. There was no delay and the patient was not under anesthesia. There were no reports of patient harm or injury.